Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction or additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data investigation confirmed a failed transmitter error for (B)(4). The probable cause could not be determined post investigation. No injury or medical intervention was reported.